Event description:
Resident has history of dementing illness with associated behavior symptoms, chronic obstructive pulmonary disease (copd), chronic kidney disease (ckd) stage iii and has a history of falls. Patient on 30 minute bed checks and had multiple interventions in place including a bed alarm. The resident was visually observed lying on back in bed with head of bed increased and sleeping. After 25 minutes, certified nursing assistant (cna) called nurse to the room because the resident was beside bed lying face down on the floor in a prone position with head partially between bed and nightstand, body partially on the floor and mat. Bed alarm was in place with a green light flashing but the alarm not sounding. Patient expired. Biomed tested the bed alarm. When the pad became wet by the wires inside the pad, the alarm did not sound but the green light continued to flash.an expired sensormat was being used. Attendant control unit was being used.